Manufacturer narrative:
The t:slim x2 with ciq technology user guide states: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies or cleared the occlusion alarms to address the issue, and resumed insulin. Customer's blood glucose level ranged from 300 mg/dl to above 500 mg/dl. Customer reverted to a manual insulin injection to address elevated bg. Customer reported re-using cartridges. Tandem technical support educated customer regarding cartridge labeling.